Event description:
It was reported that during the procedure in the mid right coronary artery with moderate tortuosity and mild calcification, a fielder fc guide wire was advanced to access the lesion. Pre-dilatation was performed using a 1.2 x 12 mini trek balloon and a 1.5 x 20 mini trek balloon. A 2.75 x 20 non-abbott balloon was inflated at the lesion. After pre-dilatation, an attempt was made to advance a 2.5 x 28 multi-link 8 stent system; however, resistance was felt, force was applied, and the stent flared while crossing the lesion. The stent system was removed from the anatomy and a multi-link 8 2.5 x 23 stent system was advanced to the lesion. During attempted deployment of the stent, the balloon ruptured at 18 atmospheres. The undeployed stent and stent system were withdrawn from the anatomy. A 2.5 x 33 multi-link 8 stent system was advanced and the stent was successfully deployed. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. The reported balloon rupture could not be confirmed; however, a longitudinal tear in the outer member was confirmed. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances for this lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.